Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device explant procedure due to eri, the set screw of the svc coil was unable to be unscrewed and set screw appeared to be stripped. Physician opted to cut that portion of the lead. Device was explanted and a new device was implanted. New device port was plugged in and programmed to treat the lead as a single rv coil lead and excluding the svc coil. Patient was stable during and post procedure.

Manufacturer narrative:
The reported inability to loosen the set screw was confirmed in the laboratory via visual inspection using magnification and was caused by the set screw hex cavity being stripped. The device was tested on the bench and using automated testing equipment and no anomalies were found.